Manufacturer narrative:
Product support (ps) tested retain devices with calibrator h in an attempt to mimic a sample with a tni concentration similar to the client's access result of 0.44 ng/ml. Calibrator h tni value assignment was 0.61 ng/ml. Results were within mfg release specifications. Ps did not observe false negative tni results. Ps could not confirm the client's observation of discrepant results between triage and access platforms without a returned pt specimen. Based on the calibrator h retain results, the client's observation of false negative tni results was not confirmed. Customer complaint of potential false negative tni could not be confirmed for lack of specimen. Testing with retained product and lot review indicated no failure against release specifications. Deficiency not established. No corrective action required.

Event description:
Discrepant troponin I (tni) results: <0.05 ng/ml on triage cardio profiler and tni = 0.44 ng/ml on beckman access. Possible false negative results with triage cardio profiler may lead to missed diagnosis for mi. Initial and discharge diagnosis not available. No info on what if any add'l procedures were performed.